Event description:
An altitude alarm was reported, which was triggered due to the pump's exposure to moisture. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.